Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026, the patient came to the emergency department with left ventricular assist device (lvad) driveline concerns. It was reported that they had been having small shocks internally, approximately 1 inch above their driveline exit site. The patient described this, as often feeling as though they were "feeling electrocuted". It was also said the patient was "feeling a wire palpable at that site". It was said the patient had rescue tape on their external driveline, where an exposed area was noted previously and secured. There were no other symptoms reports and no lvad alarms. Log files contained cluster of pulsatility index (pi) event as well as routine power source changes. No unusual controller alarms or any abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was unable to correlate the reported ¿shock sensation¿ to any data in the log files provided. It was also said their symptoms were not reproducible with change in their position or palpation of the affected area. The patient said it was to be occurring randomly every 20 minutes to several hours. It was said to be brief and mild in severity. The driveline which was immediately proximal to the exit site appeared to be intact on palpation. An x-ray was done on the patient's driveline, but nothing was found. Images were provided.